Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Partial left knee replacement on or about (B)(6) 2016. Today I have had and still have swelling, pain and a fluid culture was done with a 30,000 wbc's. No growth or infection according to a nonsurgical orthopedist.